Event description:
The patient was a (B)(6) male. The target lesion was in the proximal through mid lad. The lesion was de novo, moderately calcified and moderately tortuous. There was 99% stenosis. Radial approach was chosen for the procedure. A pilot50 guidewire crossed the lesion and a runthrough guidewire was delivered down the diagonal branch to protect it. Ivus was conducted. A 2.5 x 28mm cypher stent was implanted in the mid-lad without complication. Then a 3.5 x 33mm cypher stent was deployed to 16atm, proximal to the 1st cypher and overlapping it. Ivus was conducted again and the stent delivery system (sds) of the 3.5 x 33mm cypher was re-delivered to post dilate the 3.5 x 33mm stent. When the sds was inflated up to 12atm, the balloon ruptured, which was confirmed by decreasing pressure on the inflation manometer. The sds was retrieved from the patient and post-dilation was successfully conducted with a potenza ptca balloon. The procedure was finished successfully. There was no patient injury reported. Physician's comment: the cause of the balloon rupture was unknown, but the overlap portion might have been a cause of the rupture.

Manufacturer narrative:
A device evaluation is pending. Additional information will be submitted within 30 days of receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).